Manufacturer narrative:
The investigation concluded that both higher and lower than expected results were obtained from two different levels of non-vitros biorad ethanol/ammonia controls, lot 54420, using vitros ammonia (amon) slide lots 1019-0266-7963 and 1019-0266-5870 on two different vitros xt 7600 integrated systems. The investigation concluded the assignable cause for both instruments was an instrument related associated with microslide incubator contamination. After an ortho field engineer (fe) cleaned the microslide incubator and replaced the microslide evaporation caps on (B)(4), acceptable vitros amon precision was obtained. Additionally, the fe replaced the microslide evaporation caps, performed the read sync adjustment and auto-centering adjustments on (B)(4), and improved vitros amon precision was obtained.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report both higher and lower than expected results were obtained from two different levels of non-vitros biorad ethanol/ammonia controls, lot 54420, using vitros ammonia (amon) slide lots 1019-0266-7963 and 1019-0266-5870 on two different vitros xt 7600 integrated systems. J76000938 vitros amon slide lot 1019-0266-5870 biorad level 2 results of 132.7, 111.9, 116.2, 113.6, 112.5, 124.4, 114.3, 118.5, and 114.4 umol/l vs. The expected result of 92.55 umol/l biorad level 3 results of 89.2 and 173.9 umol/l vs. The expected result of 231.0 umol/l j76000939 vitros amon slide lot 1019-0266-7963 biorad level 2 result of 118.3 umol/l vs. The expected result of 92.55 umol/l vitros amon slide lot 1019-0266-5870 biorad level 2 results of 118.8 and 114.6 umol/l vs. The expected result of 92.55 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).